Manufacturer narrative:
Unit passed the displacement test, active current measurement, sleep current measurement, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. No failed battery alerts or power anomalies noted during testing however, unit alarmed hardware low level failures alarm (variable 3) during self test and confirmed in the pump history due to broken pin 1 trace (vdd) on u1 keypad assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed with hardware low level failures. The customer's blood glucose level was 15.5 mmol/l at the time of the incident. Customer was able to clear the alarm. Customer was able to complete pump rewind. The insulin pump will be returned for analysis.